Event description:
It was reported that during a da vinci-assisted radical cystectomy surgical procedure, the bipolar function of a maryland bipolar forceps instrument did not work. The procedure was completed but the patient outcome was not provided. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the customer stated there was no arcing and there was no patient injury during or after the procedure.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis. The instrument was found to have a broken conductor wire at proximal end near the connector. No signs of thermal damage were observed. The instrument failed the electrical continuity test, confirming a complete break in the wire.